Event description:
It was reported that during follow up in the clinic, it was noted that the patient's pacemaker (pm) was in backup mode. The pacemaker was restored. The patient condition was stable.